Manufacturer narrative:
The device involved in this complaint was returned for analysis. Visual tip inspection was performed. The catheter shaft was inspected as well. No anomalies were observed. No damage or inconsistencies were noted to this specimen during the analysis. An electrical load test was performed. The device showed evidence of working properly (reading: .820 amps) (spec. Between .800 amps and .840 amps.). No anomalies were observed. Based on the investigation to establish a possible cause for the non-conformance, no evidence was obtained. The complaint was not confirmed; the device meets specification. The device revealed no material defects and/or functional anomalies that may have caused or contributed to the reported incident. Electrosurgical effect is greatly influenced by generator settings. It is impossible to determine the exact effect achieved in a given control setting. Based on medical literature, a power setting of 15-35 watts is typical. Therefore, the failure does not appear to have been cause by malfunction of the device but rather by improper generator settings. Safe and effective electrohemostasis and injection therapy is dependent not only on equipment design but also, to a large extent, on factors directly under the control of the operator. Therefore, the failure does not appear to have been cause by malfunction of the device but rather by improper generator settings.

Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a gold probe device was used during a colonoscopy procedure performed in 2008 (male patient; age and weight are unknown). According to the complainant, during the procedure, the probe did not appear to be active; it did not cauterize the tissue. They completed the case with a hemoclip. Upon testing after the procedure, the probe appears to function when put in sterile saline. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be "fine."